Event description:
It was reported that while communicating with the patient¿s right implantable neurostimulator (ins) a ¿forced termination occurred¿ after having performed an impedance measurement. It was stated that when telemetry was reestablished it was found that the frequency had changed from 130 hz to 30 hz while ¿the output and the pulse width were the same as with the previous settings.¿ it was noted the initial settings were restored based off records the physician had kept and the adjustment was completed successfully. It was reported the reporting physician had ¿experienced a similar event four months¿ prior to report. It was stated the physician was unsure whether the issue was caused by the inss and the physician programmer or by the hospital environment. It was noted the event posed ¿no¿ health hazards to the patient. A supplemental report will be filed if additional information is received. Please see manufacturer report #3007566237-2014-00447 for information regarding the "similar event four months" prior to this report.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).